Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperatively that the patient experienced perforation and pericardial effusion. A centesis and sternotomy were performed. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.